Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and microscopic examination identified that the balloon was returned in a deflated state. The balloon had been subjected to positive pressure. 3 blades were present on the balloon surface however the following blade damage was noted on one blade: blade 1: a 1 mm portion of the distal blade segment was missing, and the proximal blade segment was found to be lifted from its pad at the break point. No damage was noted with the pad of the blade. A visual and tactile examination found no kinks or damages. A visual and tactile examination found no damage along the shaft polymer extrusion. An examination of the tip section identified no issues. A visual and microscopic examination found no issue with the marker bands.

Event description:
Reportable based on additional information received on 10jun2022. It was reported that the device could not cross the lesion. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure it was noted that the device was unable to cross the lesion. The device was simply pulled out from the patient's body. The procedure was completed with another of same device. No complications were reported and patient was good post procedure. However, device analysis revealed a portion of the distal blade was missing.